Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: analysis found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited loss of output. The device was explanted and replaced.